Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 1069 captures the reportable event of snare loop broken. Block h10: investigation results: a 10mm round cold snare was received for analysis. Visual inspection of the returned device was carefully inspected and no issues were noted. Also, no issues were found during functional inspection and the device passed the dimensional inspection. No other issues were noted. The customer did provide a picture where it was not possible to observe any failure mode on the device since the picture was not clear enough. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. The device analysis found no issues with the device during visual and functional tests therefore, the alleged complaint of loop break could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Block h11: blocks b5, d8 and e1 (initial reporter phone) have been updated based on the additional information received on november 17, 2020.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, when the device was checked by the physician upon opening the package, he noticed that a piece of the metal wire, when exposed, was "frayed/sharp." Reportedly, the pakaging was not damaged. Although the procedure was completed, it was not reported how the procedure was completed. There were no patient complications reported as a result of this event. It was reported that there were some pieces of the wiring that was clearly broken and sticking out as sharp. Moreover, there was no visible issue noted with the handle and no other issues was noted with the device. The procedure was completed with another cold snare.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, when the device was checked by the physician upon opening the package, he noticed that a piece of the metal wire, when exposed, was "frayed/sharp." Reportedly, the packaging was not damaged. Although the procedure was completed, it was not reported how the procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.